Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient also had a pump and an scs system. The pump was for saline of an unknown concentration and dose. This event is related to the third device for the urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the 3058 power on reset error code was seen. Therapy had turned off and reset to shipping parameters. It was reported that the patient had been in an environment with potential electromagnetic interference (emi). The patient had their pump implanted on (B)(6) 2016 and that both the scs and the mgu device were turned off since the surgery. Also, 2 months ago the patient stated that they had checked the implantable neurostimulator (ins) battery and was told that they had a minimum of 12 months left. The patient had already informed their health care professional (hcp) and was waiting for a call back. The patient stated feeling the bladder in the pelvic area again. This was sudden on (B)(6) 2016. The por was noticed on (B)(6) 2016 when the patient tried to turn the ins on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.